Event description:
The stent was implanted successfully but dislocated after implantation. The lasso loop broke as the doctor tried to retrieve the stent using a rat tooth forceps. The stent then migrated to the stomach. The evo-20-25-8-e product had to be removed with a rat tooth forceps, all parts of the device were successfully removed. The pt did not undergo any add'l procedures due to this occurrence. The pt did not require hospitalization or significant prolongation of hospitalization. There were no adverse effects on the pt. There was no fetal distress, fetal death or any congenital abnormality or birth defect.

Manufacturer narrative:
The 1 x evo-20-25-8-e of lot number c469603 was returned to cook for eval. Only the stent portion of the device was returned. Upon visual examination, it was noted that the part of the stent that is pulled to re-position the stent was broken on the stent returned. Due to a variety of conditions such as pt anatomy and progression of disease, state a definitive cause for this complaint was unable to be determined as actual use conditions could not be replicated in the laboratory setting. The information provided suggests excessive pressure may have been applied during the attempt to retrieve the stent using the rat tooth forceps. We were unable to conduct a sample test from this lot as there were no devices remaining in stock at cook. A review of the device manufacturing records revealed no discrepancies that could have caused the complaint issue. Prior to distribution, all esophageal stent systems are subjected to a visual inspection to ensure device integrity. A review of the 2-year complaint history for this product family was conducted. This type of report represents as unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. Based on the info provided, excessive pressure by the user may have been applied during the attempt to retrieve the stent using the rat tooth forceps causing the part of the stent that is used for re-positioning to break. This observation has been brought to the attention of appropriate internal personnel in an effort to heighten awareness. The instructions for use warn the user that the stent is a permanent implant and is not intended to be removed. The instructions for use advise the user that attempts to remove the stent after placement may cause damage to the esophageal mucosa. Removal of the fully placed stent did not cause any adverse effects to the pt in this case. The appropriate internal personnel have been notified of this observation in an effort to heighten awareness. In an effort to reduce occurrences of this nature, an improvement project was initiated. The stent was manufactured prior to implementation of this improvement. Complaints of this nature will continue to be monitored to identify potential emerging trends.